Manufacturer narrative:
Updated fields: d9, g1, g3, h2, h3, h6, h11. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation there is cause traced to switch failure that led to the malfunction. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope was frozen. The issue occurred during sedation for a diagnostic upper endoscopy procedure. The procedure was completed with the same device. There were no reports of patient harm.